Event description:
It was reported to philips that the battery for the device was no longer functional. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.